Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue: cs069. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/28/2016 with the following findings: product analysis was not able to adequately investigate the pump in relation to the call service alarm complaint; the pump was received in a condition that prevented adequate investigation of the complaint. On examination, the battery compartment was noted to be cracked and moisture corrosion was visible in the battery compartment. A battery cap was not returned with the pump for investigation; a test cap was able to secure to the pump. The pump was completely unresponsive when attempting to power on. Leak testing revealed moisture ingress into the battery compartment. Upon further inspection, there was moisture ingress inside the pump on the power printed circuit board.